Event description:
It was reported that after starting the intra-aortic balloon (iab) therapy, the console alarmed "fiber optic sensor failure". Patient was supported through the fluid column without any issues. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 56.1cm and 75.9cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after starting the intra-aortic balloon (iab) therapy, the console alarmed "fiber optic sensor failure". Patient was supported through the fluid column without any issues. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that after starting the intra-aortic balloon (iab) therapy, the console alarmed "fiber optic sensor failure". Patient was supported through the fluid column without any issues. There was no reported injury to the patient.